Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated a mis-spike occurred when the customer changed the uv twin-bag. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter; however, the lot number was known. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.